Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 565 mg/dl. Ketone level was high. Customer alleged elevated bg was due to the pump. Infusion set was changed and a correction bolus was delivered. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2018. Customer reverted to using manual injections for insulin therapy. Tandem clinical diabetes specialist followed up with the customer. Pump system check found the cartridge was loose and a noise was heard during insulin delivery.